Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using the unknown bd vacutainer sst blood collection tube, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: after puncturing, the blood collection needle was inserted into the test tube, and it was found that there was no negative pressure, and the blood could not reach the test tube. After re-puncturing, there was overflow outside the test tube wall, and the blood collection needle was replaced, and the blood collection was successful.

Event description:
It was reported when using the unknown bd vacutainer sst blood collection tube, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: after puncturing, the blood collection needle was inserted into the test tube, and it was found that there was no negative pressure, and the blood could not reach the test tube. After re-puncturing, there was overflow outside the test tube wall, and the blood collection needle was replaced, and the blood collection was successful.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.